Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, during one occurrence, the customer filled the cartridge with 180 units of insulin, and displayed that the cartridge ran out of insulin; however, the customer was able to extract approximately 110 units of insulin. Review of the pump data logs by tandem technical support showed multiple occurrences of the fill estimate decreasing faster than expected. It was confirmed that the customer will continue using the pump for continued insulin therapy. There was no impact to the customer's blood glucose level.